Manufacturer narrative:
This report is submitted on march 23, 2018, (B)(4).

Event description:
Per the clinic, the patient developed skin overgrowth at the implant site. Subsequently, revision surgery was performed on (B)(6) 2018, in order to excise excess skin. During the procedure, the patient was administered with IV antibiotics. The implanted device remains insitu.